Manufacturer narrative:
The insulin pump was received with a button error alarm and no button response due to corroded keypad traces. The pump was unable to perform displacement, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. The pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that he was in the hospital and he put his pump in a bag while he was there. The customer stated that he tried to use the pump and none of the buttons were working. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.